Event description:
The account reported the lift foot section keeps falling off the bed. The bed was located in labor and delivery at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account has ordered a new foot section, the cause of the foot section falling fall is unk at this time. See scanned page. A search of hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any add'l relevant info is identified completion of the investigation, the add'l relevant info will be submitted in a supplemental report.